Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the device was not returned. This dm0011faa easydrill cranial perforator with lot number 604/20 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforatorifu manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator plunged. It was reported that there was no patient impact. On follow-up, it was reported that the perforator did not stop and drilled further than it should have during a craniotomy for a tumor. It was also reported that there were no additional non-routine actions needed, no procedure delay, and the patient had no further issues post-surgery.